Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/ damaged casing) issue. Reportedly, the battery compartment was damaged. The reporter stated that the cap was intact and there was no evidence of moisture intrusion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the reported casing issue was verified. The battery compartment was found to have cracked in the threads area above the grip pad. The pump powered up with auditory and vibratory features. Unrelated to the casing issue, the display was found to be dim and discolored. The keypad cover was torn. All the buttons responded properly and no contamination was found under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.